Manufacturer narrative:
H.6. Investigation summary: customer returned twelve (12) used 32g x 4mm bd pen needles: seven from lot 9064621, and five from lot 8282507. Consumer reported finding 1 out of every 5 not able to complete the flow check. All 12 returned samples were examined and the following was observed: seven with bent non-patient end (npe) cannulas. Five with broken npe cannulas. No manufacturing defects were observed on any of the 12 returned samples. Since all 12 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. The bent or broken npe cannulas would be the cause for no flow through the pen needles, thus, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (bent npe cannula, broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability or difficulty to prime during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8282507, 9064621. Finding 1 out of every 5 not able to complete the flow check. Using pen needles for 6-7 years. Never saw this before.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8282507. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-12-05. Medical device lot #: 9064621. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-05.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability or difficulty to prime during use. The following information was provided by the initial reporter: material no. 320122, batch no. 8282507, 9064621. Verbatim: finding 1 out of every 5 not able to complete the flow check. Using pen needles for 6-7 years. Never saw this before.